Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the exchange sheath was completely slit to its distal tip; however, it was twisted around the tube set indicating twisting of the device during deployment. The thumb advancer had been unlocked and retracted proximal of the finish window after deployment. The device was opened to examine the internal components and found in the corresponding positions to the external components with the exception of the vessel locator wings. The vessel locator wings were broken and all the locator components were returned still attached to the device. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were broken. The broken locators indicate that distal forces were applied to the vessel locator wings during thumb advancement preventing the vessel locators from collapsing proximally into the tube set. Based on the investigation findings, the most probable cause for the broken locator wings is tissue compressed between the distal end of the tubes and behind the open locators during thumb advancement. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, the access ports were used to facilitate removal of the device from the pt's anatomy. Hemostasis was achieved with the starclose se clip. There were no reported adverse pt effects. Though requested, no additional info was available.